Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 303 analytical unit. The sample initially resulted in a cholesterol value of 13.5 mg/dl. The initial result was questioned and a repeat of the sample was requested. The sample was repeated on (B)(6) 2024, resulting in a cholesterol value of 251 mg/dl. The repeat value agreed with the patient's clinical status.

Manufacturer narrative:
The cholesterol reagent lot number was 78241901, with an expiration date of 31-oct-2024. The customer stated calibration and controls were acceptable. The investigation is ongoing.

Manufacturer narrative:
The customer had a shorter clotting time than recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.